Event description:
The customer's mother reported via phone call that their insulin pump alarmed button error. The customer's mother explained that, prior to the alarm, the customer had been attempting to deliver a bolus and the numbers began going down on their own. The customer's mother stated that the down arrow button had also been sticky and slightly difficult to operate since a few days prior. The customer's blood glucose was unknown. The customer's mother did not recall any significant events leading to the alarm. The customer's mother was advised that the insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return their insulin pump for analysis.

Manufacturer narrative:
No unexpected button error alarms, scrolling of numbers anomalies or sticking of buttons anomalies noted during testing. The insulin pump had an intermittent button response on the down arrow button due to corroded keypad traces noted. The insulin pump had minor scratches on lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.